Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that during surgery, while impacting the glenosphere, the plastic portion of the impactor fractured in half.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. As returned the impactor was confirmed to be fractured. Dimensions taken are within specification. The device history records for the impactor head and identified no deviations or anomalies. This instrument has a potential field age of approximately five years. This device is used for treatment. A complaint history review was conducted for part and identified zero additional complaints for the same lot. Normal wear and tear likely caused the event.